Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Date of this report: 05/06/2016. Date manufacturer received: 06/13/2016. Product evaluation: service and repair could verify the report of ¿heat¿; the motor was not running when received and pre-repair temperature testing could not be performed. The cause of the seized motor was most likely an internal short in the cable. The handpiece was scrapped. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.